Event description:
Twelve days post index procedure, the pt had a cat scan of the head done, which revealed an infarct on the left side of the lobe. The pt's wife requested add'l testing to see if the stent was occluded, however, after the physician explained the complexity, this would entail the pt's wife decided against it, and no further testing was done. It is unk if the pt recovered and what treatment, if any, was done. The pt was initially enrolled in the registry in 2008 with an 80% lesion in the proximal, left internal carotid artery. The lesion was eccentric, moderately calcified and 30mm in length. The vessel was moderately tortuous, and was 5mm in diameter. The lesion was pre-dilated and an angioguard. Then a precise stent was implanted. There were no complications documented, and the pt was discharged four days later on aspirin and clopidogrel.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.